Event description:
It was reported that during a da vinci s prostatectomy procedure, while using the monopolar curved scissors (mcs) instrument with a tip cover accessory installed, arcing was witnessed by the surgical staff. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was discarded by the customer and will not be returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the additional information is received, a follow-up MDR will be submitted.